Event description:
The caller reported that the customer was hospitalized due to low blood glucose of 40 mg/dl. The husband noticed that the customer had low blood glucose so he gave her grapes, which did not help. Then, the husband gave glucagon shot, which also did not help. The husband checked the reservoir and noticed that it was empty, so he drove the customer to the emergency room, where the customer was given syringes and d50. The customer believes that they took the entire 100 units of insulin at once. Troubleshooting was performed on the insulin pump and it passed all functional tests. The drive support cap was recessed. The date was programmed incorrectly; it was off by one day. Also, the reservoir showed less insulin than what was shown on the status screen of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.